Event description:
Device diagnostic testing at office visit resulted in high lead impedance reading, indicating possible device malfunction. Exploratory surgery was performed, during which the surgeon noted fluid inside the lead insulation. Both the lead and generator were replaced.